Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) stopped working, a surgical procedure was performed to remove and replace the existing device. There were no patient complications reported.